Manufacturer narrative:
(B)(4). The customer reported a frozen screen. There is no reported negative pt impact. The complaint is still being investigated. A follow-up report will be submitted upon completion of the investigation.

Event description:
The customer reported a frozen screen. There is no reported negative pt impact.